Manufacturer narrative:
The handpiece was received for investigation and the alleged complaint was confirmed. Investigation results indicate a broken component. Maintenance was performed and the product was returned to the customer.

Event description:
During preparation for use, a hole in the hose portion of the hand piece was noticed. There was no pt involvement and no adverse consequence reported as a result of this malfunction.